Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator was present during the user test. Upon evaluation of the customer's device, physio-control observed that the device was not able to charge for defibrillation. There was no patient use associated with the reported event.